Event description:
Generator product analysis was completed. The reported premature end of life, or eol, allegation was not duplicated in the product analysis, or pa, lab. The battery measured 2.781 v at the completion of the fet, indicating an intensified follow-up indicator, or ifi, = yes condition. The data in the diagaccumconsumed memory locations revealed that 82.668% of the battery had been consumed, which corresponds with the battery voltage. The diagnostics were as expected for the programmed parameters and the device performed according to functional specifications. There were no performance or other adverse conditions found with the generator.

Event description:
It was reported that the vns generator was explanted and available for return to the manufacturer. The generator was explanted due to battery depletion. The explanted generator was received by the manufacturer and is pending product analysis. Follow up with the physician revealed that he believed that the quick depletion was due to the extremely short duty cycle of the stimulator, which averaged about every 20 seconds. It was stated that the patient tolerates it very well and is nearly without seizures with the vns and an AED. The physician was attempting to decrease the duty cycle to extend battery longevity.

Event description:
It was reported that the patient needed a vns replacement for the second time this year. It was noted that the parameters were set very high and a fairly high duty cycle. The output was lowered as a result. The first event, an allegation of premature battery depletion in the previous generator, was captured in mfg. Report #1644487-2018-00561 and was confirmed invalid. A review of device history records revealed that the generator passed quality control inspection prior to distribution. As the patient's initial settings from date of implant were unknown, the vns therapy system physician's manual could not be utilized to estimate whether the depletion was expected. No additional relevant information has been received to date.